Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 4 atms on the second inflation. The atms reached on the initial inflation is unk. The lesion being treated was a 90% stenotic lesion in the proximal lad. A medikit introducer sheath, a runthrough 0.014 guide wire, and a launcher guide catheter were also used in the procedure. No pt injuries or complications were reported.